Manufacturer narrative:
Based on our investigation, we can conclude that the guide trajectory aligns with the doctor's treatment plan. Additionally, the guide passed its quality analysis with no adjustments necessary, and no issues were found with the returned guide. The trajectory deviation may have been caused by issues related to patient morphology, and/or other complex clinical aspects.

Event description:
The doctor stated that after placing implants #4 and #13 using the surgical guide, he took periapical x-rays and determined that the trajectory of implant #4 deviated from the treatment plan. The implant at site #4 was removed and the area was grafted.